Event description:
Same as manufacture's report# 6000093-2006-00535 it was reported that 4 days after implementation of a 2.5x24 mm and a 3.0x20 mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the mid to distal right coronary artery (rca). A pre-intervention stenosis of 90% was reported for the target lesion. The lesion was balloon dilated and a 2.5x24 mm taxus stent was deployed distally. Proximally and a 3.0x20 mm taxus stent was deployed distally. A post-intervention percentage stenosis of 0% was reported the vessel was reported not to be tortuous, but mildly calcified. The pt received plavix pre-procedure, plavix , heparin and morphine during the procedure the pt was placed on plavix and ticlide post-procedure. Pt complications were reported as none. The pt presented 4 days after the initial procedure with a 100% in-stent thrombosis, acute inferior wall mi and abdominal pain. After balloon dilation of the 2.5x24 mm and 3.0x30 mm stents, restoration of distal flow was re-established in the rca. The pt was placed on a temporary pacemaker due to bradycardia and an intra-aortic balloon pump for blood pressure support. The pt was discharged from the hosp. 7 days later. The pt was reported to be doing "well".